Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that she received third degree burns on her chest and hip from hot water that spilled from the personal steam inhaler during use. Medical intervention was sought for her injuries at an urgent care clinic. The instructions for proper use have clear warnings that state "caution: never move or lift the inhaler while it is in use. Do not remove the inhaler hood and vent assembly after turning on the inhaler. Steam is produced by boiling water; tilting can cause water spill and possible burns", as well as "never move the appliance while in use. It can spill hot water if tilted or tipped over causing injury". Kaz USA, inc. Has requested that the product be returned to our company for testing.